Event description:
It was reported, while in the "catheter room" the md used a sheath to insert the iab via the femoral artery. Fifteen hours later while in the ward, the datascope model system 97 pump began to alarm "for gas leakge." The md noticed there was blood in the drive line and the blood pressure wave form was "strange." As a result, the iab was removed and other iab was not inserted as the patient recovered.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.